Manufacturer narrative:
The report of lead fracture was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The event date is unknown. During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient's lead was found to be fractured. In turn, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.